Manufacturer narrative:
(B)(4). Retainer ring=black, p-cap locked in place properly during testing. Pump received with critical pump error and crest software was utilized and successful, however the history download was unsuccessful since pump is on a constant dark blue screen and could not get into the join network screen. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Unit was cut open and perform a visual inspection. Electronic boards were switch to pinpoint faulty board. After brushing with ipa isopropyl alcohol and restocking electronics and unit remained on blue screen. In conclusion unit came in with constant critical pump error alarm, unable to confirm pump error alarm in history file and unable to complete download using (thus software) problem isolated to electronic assembly. Unit also received with cracked case(battery tube) and cracked keypad at select button.

Event description:
Information received by medtronic indicated that the insulin pump had a crack. The location of the damage was behind clip and then goes to battery and to the front cover. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.